Event description:
It was reported that, after a tka-revision surgery had been performed on 2016, the patient experienced knee instability. Surgeon thought it could be an axle failure. Modular implants were removed per technique on the femur. The axle did not appear to be bent and the hinge link assembly did not appear damaged either. This adverse event was addressed by a second-revision surgery on (B)(6) 2023, in which they exchange the following devices: lgn hk axle sz 5 femur, legion hk 11mm bolt - sleeve, lgn hk hyperext stop w/ax plug, lgn hk link assy sz 2-5 fem and legion hk gd motion isrt 11mm sz 4-5 lt. After procedure, surgeon was satisfied with stability. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a second total knee arthroplasty revision was performed approximately 7 years post first revision due to knee instability. Reportedly, the surgeon thought it could be an axle failure and modular implants were removed per technique on the femur; however, the axle did not appear to be bent and the hinge link assembly did not appear damaged. The surgeon was reportedly satisfied with stability post revision which included the femoral axle, bolt-sleeve, hyperextension stop, axle plugs, link assembly and motion insert; however, the requested medical documentation/further information is unknown and not available. The patient's current health status remains unknown and a clinical root cause for the instability cannot be concluded. Patient impact beyond the reported instability and second revision cannot be determined based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the legion axle femur, hinge hiperextension and hinge link, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the bolt-sleeve and insert, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, patient condition or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.